Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure on (B)(4) 2014 was to treat a lesion in the right coronary artery (rca) with an implant. On the (B)(6) 2014 the patient entered the hospital for a 6 month control angiography. An optical coherence tomography (oct) catheter was placed and showed a malposition of the previously implanted device with peri-stent staining and a possible restenosis. It was decided to perform a re-intervention. Several dilatations were performed with nc balloon catheters and a xience prime 4.0x15 mm was placed inside the previously implanted device. After placement a slight malposition of the xience prime was still visible and it was decided to perform a dilatation with a 4.5 mm nc balloon catheter. The result then looked good. There we no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the reviewed information, no product deficiency was identified.